Event description:
The ge oec 9800 fluoroscopy system was reported to exceed the maximum allowable dose (22.15r/min). Also, the ma limit point needed to be re-calibrated.

Manufacturer narrative:
A ge oec service rep re-calibrated the ma limit point and saved the new calibration to the system. The system was further tested to assure it was within regulation for x-ray output. The outputs after re-calibration were: normal 8.78r/min and high level fluoro mode: 18r/min. The system tested within specification and regulation. The system was released to the customer for use.